Manufacturer narrative:
It was reported that, while holding onto the unknown rollator, the end-user was reaching down to unplug a tv. As the end-user was reaching down, the rollator frame broke and the end-user experienced a forward fall and cuts to his right knee and the left side of his head. The end-user was taken to a local hospital's emergency department (ed) where he received eight (8) sutures to the cut on the left side of his head and unidentified diagnostic exams. Reportedly, the end-user was then transported from this ed to another hospital where he was admitted. The end-user has reportedly been discharged home and will be receiving in-home assistance. No product information was provided. No sample was returned for evaluation. A root cause for the reported incident could not be determined. Due to the reported need for medical attention and hospital admission, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that the end-user experienced a fall while using the unknown rollator.